Event description:
A customer reported discrepant results between the galileo and neo instruments when performing validation testing of the (B)(6) assay.

Manufacturer narrative:
A blud_direct session was setup and result image files were reviewed. The well-fill, the final read images, and the image were consistent with the reaction strengths assigned by the instrument. The instrument is operating as expected.